Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4) implanted: (B)(6) 2008, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the implantable neurostimulator recharger (insr) wasn¿t charging as the desktop charger (dtc) metal connector pin was broken. The connector pin had broken more than a month prior to the date of this report and the patient continued to put it back into the insr, unsure as to whether or not it was working. The insr was ¿completely dead.¿ the patient wanted the insr to be fixed prior to meeting with her healthcare provider (hcp) to have the implantable neurostimulator (ins) battery checked to see if it was still working. The patient had not been able to charge the ins with the insr for about 2-3 weeks. The patient could not turn the stimulation on because of the insr not working. The patient had been without stimulation for the past week. The ins may have been in overdischarge. Later, after having received a new dtc and while meeting with a manufacturer representative, an antenna locate (al) was performed with the insr. During the al, a power on reset (por) was seen on the insr and after the por was cleared, to ins began to charge normally. Upon dtc return, analysis found that the connector was broken.

Manufacturer narrative:
Analysis of the desktop charger (dtc) [s/n (B)(4)] found a broken connector pin on the cable assembly. Upon further review, evaluation conclusion codes - no longer apply to the implantable neurostimulator (ins). Evaluation conclusion, results, method codes - applies to the desktop charger (dtc).

Event description:
It was reported that there was a suspected implantable neurostimulator (ins) overdischarge.

Event description:
Additional information was reported indicating that the manufacturer representative met with the patient and was able to get the device going and patient was receiving effective therapy at the end of that appointment.